Event description:
Procedure type: gastrectomy. According to the reporter: the surgeon tried to fire across the pyloric antrum and staples deployed but just lateral to staple line the serosal tissue just opened up. The surgeon deployed a ta90g device directly next to the staple line and it worked fine. Severe serosal tearing occurred. Unanticipated tissue loss occurred.

Manufacturer narrative:
(B)(4).